Event description:
It was reported that on (B)(6) 2006 the patient underwent a transforaminal lumbar interbody fusion at l5 to s1 using rhbmp-2/acs. The patient's post-operative period was marked by increasingly severe pain, tingling, and weakness that radiated from his lower back to his lower extremities. On (B)(6) 2008 a CT study reportedly indicates the patient to be experiencing anterior subluxation of the l5 vertebra on s1 and the cage has shifted occupying the left lateral 50% of the intervertebral disc with adjacent bony sclerosis and fusion. The same CT reportedly further identifies a large bony spur arising from the posterior and left lateral aspect of the s1 vertebral body and the adjacent l5 vertebral body, projecting into the inferior and posterior aspect of the left l5-s1 neural foramen resulting in severe foraminal stenosis. This heterotopic bone growth emerges from the rhbmp-2/acs implant site and further impinges on the exiting nerve roots. No additional information has been provided.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006 the patient underwent the following procedures: posterior approach and decompression using left tlif approach for decompression and preparation and discectomy for interbody fusion; separate procedure ¿ implantation of peek cage measuring 12 mm in height by 26 mm in length; separate site ¿ separate incision, separate procedure ¿ percutaneous placement of l5 and s2 pedicle screws with connecting rods; allograft preparation and mixing with patient¿s blood and bone dust for l5/s1 interbody arthrodesis; surgical harvest of spinous process, lamina and facet for interbody arthrodesis at l5/s1/ to treat the following pre-op diagnosis: grade 1 spondylolisthesis at l5/s1; segmental status post at l5/s1; bilateral l5 radiculopathy secondary to diagnosis: per operative notes: ¿..at this juncture, the morcellized allograft bone and the bone dust and blood from the luken¿s trap were mixed together. Bmp sponges, four in total, were prepared with three of the sponges cut in half. In a meticulous fashion, the entire disc space was then carefully filled with the mixture of allo and autograft with intermittent placement of the six half bmp sponges. The entire disc space was generously and completely packed solid with bone and bmp sponges. It was only then that under biplane fluoro, the cage was brought into the surgical field after placing a bmp sponge within its center, and this was then, under fluoro, tamped into adequate oblique midline position..¿ on (B)(6) 2006 patient presented with post lumbar fusion. Postop. Findings: there had been posterior spinal fusion at l5-s1. There was up to 7 mm l5 on s1 anterolisthesis. No evidence for fracture or loosening of the spinal fixation hardware. Bone graft material was evident in the l5-s1 disc space. On (B)(6) 2007 patient presented for an office visit. On (B)(6) 2007 patient presented for an office visit. On (B)(6) 2007 patient underwent x-ray of lumbar spine with ¿flex/ext¿. On (B)(6) 2007 patient presented for an office visit. On (B)(6) 2008 patient underwent CT of lumbar spine. Impression: status post interbody fusion at l5-s1 with placement of a cage at the interspace to the left of the midline. Pedicle screw fixation with posterolateral rods were seen at l5 and s1, without central canal stenosis. There was asymmetric severe foraminal stenosis on the left, which was secondary to a large bony spur projecting posteriorly from the posterior aspect of the intervertebral disc space and fusion with the adjacent l5 and s2 end plates. On (B)(6) 2008 patient presented for an office visit. On (B)(6) 2008 patient underwent the following procedures: removal of left l5-s1 pedicle screws and interconnecting rod; complete facetectomy and foraminotomy with removal of heterotopic bone in scarred surgical field, thus modifier 22, using microsurgical techniques; replacement of l5 and s1 pedicle screws and interconnecting rod to treat the following pre-op diagnosis: progressive l5 radiculopathy; development of heterotopic bone formation obliterating the left l5-s1 neural foramen secondary to a previous interbody fusion procedure using bmp. On (B)(6) 2008 patient underwent spine single view. Impression: intraoperative imaging with hardware removal. On (B)(6) 2008 patient presented for of visit. On (B)(6) 2013 patient underwent CT of the lumbar spine without intravenous contrast. Impression: no acute abnormality was seen; status post transpedicular screw paraspinal rod fixation involving l5 and s1, intervertebral disc prosthesis and increased osseous fusion compared to 2008. Minimal anterolisthesis of l5 on s1 was unchanged with moderate to severe left and moderate right neuroforaminal narrowing, also seen in 2008. A left paracentral/foraminal ostephyte was again seen. On (B)(6) 2013 patient presented for an office visit due to low back pain.

Event description:
It was reported that on: (B)(6) 2011 the patient was presented for office visit. Assessments: pain in the knee joint, chindromalacia knee. Joint effusion knee. On (B)(6) 2011, (B)(6) 2012 the patient was presented for office visit for injection into the posterolateral aspect of his knee. He also reported progressive persistent discomfort, now on both sides, left worse than right but right side is also involved. Impression: variant of fabella syndrome or flabellatus, with notable involvement of the peroneal nerve on the left side through a fairly large incision, starting distal to its transverse over the fibular head, and follow it proximally into the area of the popliteal fossa. On (B)(6) 2012 the patient was presented for office visit with bilateral knee/leg pain. The patient underwent x ray of the knee. Assessment: peculiar bilat knee and lower leg pain. On (B)(6) 2012 the patient was presented for office visit with left knee symptoms. The patient had symptoms of peroneal nerve palsy or discomfort, gets intermittent tingling or numbness that geos all the way down to his foot and the lateral border of the leg on the left side. He has pain in the lateral aspect of the popliteal fossa, which he ascribes to the peroneal nerve, which may be related to the hamstring and/or gastroc tendon in that region. Impression: mixed symptoms of popliteal fossa discomfort as well as some peroneal nerve dysfunction. On (B)(6) 2012 the patient was presented for office visit with intermittent left posterolateral distal thigh and proximal lateral calf pain. Impression: electrophysiologic study was normal. There was no evidence od a peripheral neuropathic process of bilateral peroneal or left tibial nerves. On (B)(6) 2013 the patient was presented for office visit with mass at the base of his left ring finger in his palm, he also states his left if is stiff. Strong complains of dysfunction and/or pain in the left wrist/hand. Assessments: ganglion tendon sheath, dupuytren contracture. On (B)(6) 2013, on (B)(6) 2015: the patient presented with a complaint of low back pain and radiating pain to the left lower extremity. On (B)(6) 2013 patient presented for an office visit due to low back pain. The patient underwent MRI of lumbar spine. Impression: postsurgical changes at l5-s1. Multilevel degenerative changes. On (B)(6) 2013 the patient was presented for office visit with pain/dysfunction. Patient reported his right knee continues to bother him and cause him pain. He locates his pain along the medial joint line and on the medial aspect of the patella. He is taking aleve for pain control, and has been maintaining a hep. Assessments: questionable posterolateral medial meniscus tear. Patellofemoral and medial compartment chondromalacia. Trace joint effusion. On (B)(6) 2013 the patient underwent MRI of the right knee. Impression: mild osteoarthritis with small joint effusion. The rest of the knee is unremarkable. On (B)(6) 2013 the patient was presented for office visit. Assessments: patellar chondromalacia, plica syndrome, synovitis. The patient underwent left knee arthroscopy, chndroplasty of the medial femoral condyle, chondroplasty of the patella, and limited synovectomy (plica excision). Preoperative diagnosis: left knee possible medial meniscus tear. On (B)(6)2013 the patient was presented for office visit with pain/dysfunction in the knees bilaterally. Ass essments: aftercare following surgery of musculoskeletal system, acute medial meniscus tear, joint pain, localized in the knee. Plica syndrome. (B)(6) 2014 the patient was presented for office visit with pain/dysfunction in the left shoulder. Assessments: joint pain, local ized in the shoulder. Localized primary osteoarthritis of the shoulder, acute tear of left rotator cuff tendon. Shoulder impingement. Rotator cuff sprain. On (B)(6) 2014 the patient underwent MRI of the upper extremity joint. Impression: mild anterior supraspinatus tendinosis. There is very mild thin extension of contrast longitudinally along the midsubstance of the supraspinous tendon footprint without a discrete tear identified. This may be secondary to a small fenestration connecting the intra-articular joint with the midsubstance of the tendon. Mild subacromial bursitis. Mild degenerative irregularity of the intra-articular long head of the biceps tendon within the bicipital groove. Tears within the posterior labrum as above with a posterior superior paralabral cyst. On (B)(6) 2014 the patient was presented for office visit for MRI arthrogram discussion. Impression: he had anterior shoulder pain post erior findings. The patient also reported the shoulder pain(left). Assessmentsl rotator cuff disorder, shoulder pain, shoulder impingement. On (B)(6) 2015 the patient was presented for following diagnosis: left shoulder impingement, posteroinferior labral tear with associated tear of labral tear with associated tear of labral cyst, mild ac joint arthritis, multiple labral tears, early glenohumeral arthritis, subacromial bursitis, capsulitis, and ac joint arthritis. Procedure performed: left shoulder exam under anesthesia, arthroscopy with arthroscopic glenohumeral joint debridement. On (B)(6) 2014, (B)(6) 2015, (B)(6) 2016 the patient was presented for office visit with pain/dysfunction in the left shoulder. Patient is a status post shoulder arthroscopy, decompression from (B)(6) 2015. Active problems: acute medial meniscus tear, aftercare following surgery of the musculoskeletal system, articular cartilage disorder involving shoulder region, banskart lesion, capsulitis, derangement of medial meniscus, disorder of rotator cuff, joint knee pain, osteoarthritis of shoulder region, paralabral cyst of shoulder, patella chondromalacia, rotator cuff sprain, shoulder impingement, shoulder pain, synovitis. Assessment: aftercare following surgery of musculoskeletal system, articular cartilage disorder involving shoulder region, capsulitis, paralabral cyst of shoulder, localized primary osteoarthritis of shoulder region, shoulder impingement, disorder of rotator cuff, shoulder pain.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008 patient underwent spine single view. Impression: intraoperative imaging with hardware removal. And the patient presented with following pre-operative diagnosis: progressive l5 radiculopathy; development of heterotopic bone formation obliterating the left l5-s1 neural foramen secondary to a previous interbody fusion procedure using bmp. He underwent the following procedure: removal of left l5-s1 pedicle screws and interconnecting rod; complete facetectomy and foraminotomy with removal of heterotopic bone in scarred surgical field, using microsurgical techniques; replacement of l5 and s1 pedicle screws and interconnecting rod. On (B)(6) 2014: patient presented with pain/dysfunction in the left shoulder and underwent x-ray. On (B)(6) 2015: patient presented for office visit with left leg symptoms. Review of systems: musculoskeletal: positive for myalgias, back pain, arthralgias, and gait problem; neurological: positive for weakness. Assessment: lumbar spondylosis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2002, (B)(6) 2003, (B)(6) 2006, (B)(6) 2008, (B)(6) 2010, (B)(6) 2011: the patient presented for follow-up due to low back pain. On (B)(6) 2003: patient presented for follow up due to right hip pain. On (B)(6) 2003, (B)(6) 2005: patient presented for follow up due to hip and low back pain. On (B)(6) 2006: patient presented with back and leg pain. On (B)(6) 2008, (B)(6) 2009,: patient presented with left sided "si" joint pain. On (B)(6) 2010: patient presented with left sided posterior sacral pain. On (B)(6) 2010: patient presented for epidural injection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.